Manufacturer narrative:
Concomitant medical products: product ID: 9734686, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment and the reported issue was confirmed. The surgeon monitor was replaced. The system then passed the system checkout and was found to be fully functional. Analysis of the returned monitor confirmed the alleged issue. When connected to a known good system, the touch screen function stopped after a few minutes. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported that the system was unresponsive. System was reported not being able to get past the login screen, the screen was green in color. And the mouse was jumping across the screen. The site was able to launch the application needed. The representative was not n site and was unable to do additional troubleshooting. There was a reported delay of less than one hour and no reported impact to patient outcome.